Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information received: the event advises that ¿when lifting off the device from the it the patient began to bleed¿ ¿ how did lifting the device off the it cause the bleeding: its ip-when you let go of a oozing/bleeding pedicle, its going to bleed. Had the device been activated on the it: yes activated on the ip. In reviewing the event description, it sounds like multiple, different instruments were used to control the bleeding. What device controlled the bleeding: they got out a clepenger, then a clip applier then a new harmonic hdi. How was the device cleaned when the ¿clean blade¿ message was displayed: using a wed 4x4. How long has the surgeon been using the harmonic hd device: not long at all, maybe 3-4 minutes. Was the surgeon in-serviced prior to using the harmonic hd device: yes, this was her 3rd case with the device. Can we get the generator¿s event log: I don't have it and they have multiple generators there and they mix them up not one in each room. Was the patient taking any anticoagulants, such as aspirin, anticoagulants, or antiplatelet agents): if yes, specify prescribed medication. No. Has the patient undergone any radiation/chemotherapy therapy:if yes, please specify radiation, chemo, or both. No. Does the patient has a known coagulation disorder: not that I'm aware of. Has the patient taken any steroids: no. What was the total blood loss: 2200 cc's. What was the patient¿s pre-op hemoglobin and hematocrit: not sure. What was the patient¿s post operative hemoglobin and hematocrit: not sure. What is the current patient condition: she went home after day 2-it was supposed to be an outpatient procedure.

Event description:
It was reported that during a laparoscopic salpingo-oophorectomy procedure and while attempting to remove a growth of approximately 8cm in diameter from the fallopian tube, on the 4th firing of the device the generator displayed an alert to relax pressure on blade followed by "clean blade" alert. They cleaned the blade and then received a test blade alert. Once back inside of the patient another clean blade alert displayed again. When lifting off the device from the it the patient began to bleed. Kleppinger forceps were used to attempt to staunch the blood flow. An er420 device was also used and then again another kleppinger forceps. Approximately 2200 cc of blood was lost and a transfusion of 2 units was provided to the patient. The procedure was completed using a like device of the same product code, however after approximately 10 to 15 minutes of use the tissue pad began to lift from the distal tip of the device. No alerts were displayed on the generator. It did not fall off and the procedure was completed using this second device. This was to have been an outpatient procedure, however due to the blood loss and transfusion the patient will be admitted overnight for observation.

Manufacturer narrative:
(B)(4). Batch n92n49. The device was returned in good physical condition with evidence of metal contact on the blade (scratches and nicks). Dry body fluids were observed on the handle, shaft, and instrument cable. An unknown material was observed on the tissue pad surface. The device was connected to the gen11/pi key to test functionality. The device was functional and worked as intended. The "remove instrument" screen was observed during investigation. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿blade error detected¿ or ¿relax pressure on blade¿ or ¿remove instrument from patient¿ followed by a ¿replace instrument¿ screen displayed on the generator. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch.

Manufacturer narrative:
(B)(4). Additional information received: were you present during the case? Yes. What troubleshooting steps did the operating room staff take when the remove instrument from patient message was received? Took instrument out, cleaned it, tested it, put it back in patient to use and it said clean blade again...cleaned blade then surgeon asked for kleppinger, then er420. We then got a new harhd36 to finish case where tissue pad lifted towards end of case. Was the vessel that led to bleeding skeletonized or taken with the ip? It was the ip and yes it was skeletonized. What power level setting was the generator on? It was on 5 but she was using advanced vessel sealing on the ip. Was the energy button used or the energy button with advanced hemostasis used? Yes. Was the transection interrupted and the device lifted off the ip related to the error message received? Yes-the error code made us have to remove instrument to clean and pedicle got away. Was there any contact with metal or a hard object during the procedure? No. If the advanced hemostasis was used did they maintain jaw closure throughout? Yes.

Manufacturer narrative:
(B)(4). Date sent: 3-6-2017. Summary of generator event log: device 1: batch: n93n49; serial number: (B)(4). Analysis: this instrument was activated 40 times (including bit firings), 16 of these with advanced hemostasis. The high impedance remove instrument from patient error was triggered 3 times. All 3 times, the bit test passed. The device experienced roughly 10 activations in excess of 15-seconds with extraordinarily high total energy outputs. Some activations actually exceeded 600-joules of energy delivery. Several activations included att second activation tone sounding for 5 seconds or more. One actually exceeded 10 seconds. The final two activations of the instrument exceeded the impedance limit requiring a remove instrument from patient error. The second to last activation was taken with pl5 and the instrument activated for approximately 10 seconds before the error appeared. The instrument then passed the ensuing blade test. The next firing attempted was with advanced hemostasis and the instrument activated for less than one second before the remove instrument from patient error was triggered. The excerpt from the gen11 log seems to indicate that indeed the device fired briefly with advanced hemostasis and then the error was triggered. Device 2: batch: n93p0l; serial number: (B)(4). Analysis: this instrument was activated 13 times, 1 of these with advanced hemostasis. The device had two activations of approximately 350-joules total energy output. Only the second of these did the instrument jaws reach full closure to allow the blade to potentially contact the tissue pad. On this firing, the activation was 12-seconds long and att second activation tone was sounding for 4-seconds. There were no other abusive activations with the instrument. Considering that there was only one truly abusive activation with this instrument, it is unusual that the tissue pad would have prematurely failed in this case.